Event description:
The customer reported to philips healthcare that a message appeared on the heartstart mrx stating an equipment error/inspection required. There was no pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.